Manufacturer narrative:
Manufacturer's report date: 03/21/2014. Internal file no: (B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer stated the pump module alarmed for 'critical failure error," flashed red, stopped infusing then shut down. The event occurred on the telemetry floor. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.